Manufacturer narrative:
Investigation summary: sample was not decontaminated by vendor 4 photos and 1 used actual samples was returned for evaluation. The returned sample was subjected to visual inspection. The printing of syringe scale was observed be askew and blur. The complaint is confirmed, and product is out of specification 1ml syringe was not manufactured in tuas plant, supplied by bd cannan. No DHR review was performed as the batch number is unknown. During outgoing inspection, there was no abnormality observed during visual inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance. Conclusion: since the product has been manipulated, the missing print observed cannot be determined to have originated at the manufacturing plant and is possibly a result of manipulation. Potential root cause for the skewed scale defect is associated with the marking process.

Event description:
It was reported that before use of the bd eclipse¿bd luer-lok¿ syringe with detachable needle the print of syringe scale was askew and syringe scale printing blur.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd eclipse¿bd luer-lok¿ syringe with detachable needle the print of syringe scale was askew and syringe scale printing blur.